Manufacturer narrative:
Discarded

Event description:
It was reported that during a procedure the physician poured the remaining cement onto the table and then rolled it in his gloved hand which caused burn blisters on his hand. There was no patient involvement and the procedure was successfully completed. Additional information has been requested from the user facility regarding medical intervention needed.

Manufacturer narrative:
This correction is being filed to update outcomes attributed to the adverse event.

Event description:
It was reported that during a procedure the physician poured the remaining cement onto the table and then rolled it in his gloved hand which caused burn blisters on his hand. There was no patient involvement and the procedure was successfully completed. Additional information has been requested from the user facility regarding medical intervention needed.